Event description:
It was reported upon interrogation, the pacemaker exhibited backup vvi operation. After device software download, normal function resumed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).